Manufacturer narrative:
The returned device was visually inspected and functionally tested. Bin files do not show injections with the returned catheter. Smart chip verification indicated the catheter was not used. Visual inspection of the catheter showed that the inner balloon had traces of blood inside, with no blood inside the catheter handle. Pressure tests revealed a leak through the guide wire lumen, however, the balloon integrity was intact and no breach observed. Dissection showed two guide wire lumen kinks at 1.80 and also at 1.37 inches proximal from the tip. Pressure test also showed a guide wire lumen breach at 1.80 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition of guide wire lumen breach found. This report will be recorded and trended.

Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred. The catheter was replaced and the cryoablation procedure was completed without further issues. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on (B)(4) 2014.